Event description:
It was reported by the patient that the patient is currently wearing external defibrillator vest as "inside one (cardiac resynchronization therapy defibrillator (crtd))" did not work. The patient heard ringing in ear and questioned if it was a patient alert. The patient also questioned longevity of the device. It was also reported that the crt-d device had reached battery depletion early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 81% of expected longevity after explant. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Con comitant proudcts: 5076-52 implantable pacing lead, implanted: (B)(6) 2011; 419688 implantable pacing lead implanted: (B)(6) 2011, 6721m-50 implantable tachy lead, implanted: (B)(6) 2011. (B)(4).